Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse identified a leak from the wash station into the cuvette wheel. The fse replaced the wash station and three valves. No further issue has been observed. Replacement of the part resolved the issue.

Event description:
A customer in the (B)(6) reported the generation of erroneous creatinine results on the outer ring of unit 1 on beckman coulter au5400 clinical chemistry analyzer. The erroneous patient results were released outside the laboratory. A total of 54 patient reports were amended. Two (2) patients went to the emergency room due the release of the erroneous results. There has been no report of patient's admission to the hospital. There has been no report of any adverse event in connection with this event. The customer stated that the quality control (qc) were run before and after testing the patient results. The qc recovery was within the laboratory specifications prior to the event and was out of specification after the patients were tested.